Manufacturer narrative:
(B)(4).

Event description:
Patient received shock for an arrhythmia and then 9 more for noise on rv lead. The device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.